Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance the e360 ventilator had flow sensor leakage. There was no patient involvement. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien service provider checked ventilator properly and found flow sensor error. Cross checked expiratory flow sensor by stand by part, found expiratory flow sensor faulty. Replaced expiratory flow sensor by new expiratory flow sensor. Performed and passed flow sensor calibration. Checked all parameters found it ok. Ventilator is working well.